Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, angiography indicated that there was a proximal type I endoleak. The physician determined that the endoleak would self-resolve and elected no further treatment. Per the physician, the cause of the proximal type I was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.